Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation made against the device could not be confirmed. The baseline testing completed on the device found no failing conditions and no problem was detected.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was associated with a system infection and erosion. Surgical intervention was performed and the s-ICD system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was associated with a system infection and erosion. Surgical intervention was performed and the s-ICD system was explanted. No additional adverse patient effects were reported.